Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported condition in the memory log. However, the se could not duplicate the reported condition. The ventilator passed all tests.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperative. The ventilator was not in use on a patient at the time of the event.